Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, no issues were noted on the device. Functional testing was performed with a needle scorpion, and it got stuck in the shaft. Per dfu-0392 at revision 1. To help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function. The most likely cause for the reported failure can be attributed to user error of the device, as excessive force was used during the firing of the needle, thus breaking the needle.

Event description:
Additional information was received on 12/16/2024: the part and lot number of the needle that broke inside the ar-12990 knee scorpion is the ar-4551sutureloc / lot: 15342749. The broken needle appears to be still stuck in the ar-12990 knee scorpion. The case delay was at least 45 minutes. The case was completed using a bird beak to pass the suture through the meniscus.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, the bottom jaw was noted bent, and a mark indicated that the jaw bent when it was opened. Functional testing was performed with a needle scorpion, and it got stuck in the shaft. Per dfu-0255-eo j cautions: 3. Do not use arthrex instruments for any purpose other than their intended use. Manipulating soft tissue or bone with an instrument not intended for that use may result in damage to the instrument. 7. Do not overstress the device or use device to pry tissue. I instrument-specific cautions. Suture retrievers: use only for suture management. Do not use to grasp suture tightly with the points of the jaws; instead, use a grasping instrument. Do not use to penetrate or manipulate tissue. The most likely cause of the reported failure can be attributed to the device's user error due to excessive mechanical forces prying/leveraging that caused the jaw to be bent and break the needle tip inside the shaft.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, a sales representative reported via (B)(4) that an ar-12990 knee scorpion had the needle break off inside, causing it to jam and get stuck inside the device. The needle could not be removed or a new needle loaded. No pieces broke off inside the patient and the case was completed successfully. This was discovered during a root repair procedure on (B)(6) 2024, with no reported patient harm.